Event description:
It was reported while using bd vacutainer® push button blood collection set, one device started leaking blood at the connection with the vacutainer and when pressed the button to retract the needle, blood came pouring out on the patient from where the needle retracted. There was no other health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jka.d2a: common device name: tubes, vials, systems, serum separators, blood collection.b3: date of event is unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.